Manufacturer narrative:
Updated fields: b4, e1 (event site telephone), g3, g6, h2, h11. Corrected fields: d4 (version or model #).

Manufacturer narrative:
This device has been upgraded from system 98 to cs300. Below are the details of cs300 (d1). Brand name: cs300 intra-aortic balloon pump, english, 110v. Catalog no.: 0998-00-3023-53. UDI: (B)(4). 510(k) no.: k063525. Due to character limitation event site full name (e1): (B)(6). A getinge field service engineer (fse) explained the first pump would need to go to their biomed. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had showed no trigger. The pump alarmed every 5-10 seconds. Another pump has been replaced and was working without issue. There was no harm or injury reported.